Event description:
It was reported that the device was used during a total laparoscopic hysterectomy. Pt closed with no complication. Pt returned to the or later that day for possible hemorrhaging. The surgeon opened the pt and found bleeding from an actively pumping ovarian artery. The artery was tied off and sutured. The pt received 5 units of blood. The pt suffered a heart attack due to anemia. Approx 12 hrs later the pt was hypotensive and anemic. Pt was returned to the or and the left uterine artery was found to be "wide open". Pt received 6 units prbc's spent a day or two in the ICU, but doing well now.